Manufacturer narrative:
On may 26, 2023, mentor received additional information indicating that the patient's implants were intact upon removal. The implants were discarded. In addition, the patient was also diagnosed with breast capsular contractures (baker grade unknown). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
On june 16, 2023, the photo analysis investigation summary was updated: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. An analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses and suffered bilateral breast implant deflations, post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. The patient's implants were replaced with the following devices on (B)(6) 2023: (left) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9626623 sn: (B)(4) and (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7627676 sn: (B)(4).this medwatch form is for the left breast prosthesis.